Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to the patient's leads for their scs system. Device 1 of 2 reference MFR. Report#: 1627487-2018-05762. It was reported the patient's scs system was explanted due to receiving ineffective stimulation.